Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator's estimated remaining longevity to elective replacement indicator (eri) was 12 months based on battery data 2.67 v, 9 ua, 10 komhs. On (B)(6) 2010, measured battery data was 2.76 v, 10 ua, 3 kohms with an estimated remaining longevity of 2.6 years.